Event description:
The doctor reports that the 28 mm long hex screwdriver broke at the tip while screwing in an angled channel tibase. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided. Zimvie received one (1) item zfx02hld28. Visual evaluation was performed. We see a screwdriver with broken tip. The screwdriver has damages and scratches from use. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signs of torsion and a sudden breakage type. DHR review was completed for the subject lot number 24110080844. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 24110080844 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture¿. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorquing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.